Event description:
It was later reported that the patient was experiencing a loss of therapeutic effect. The patient had been " pee peeing all the time" her symptoms returned 2 weeks ago. No falls or accidents were noted. The patient was not feeling stim. Ins was on and set at program 4 at 3.5. The patient wanted to turn up stim to see if it will help with ins. When the doctor changes the stim or programs the patient was feeling it for 3-4 months after the change but when she does it, it doesn't last as long. The patient went to 4.9v and was feeling stim and will see if that will help with symptoms.

Manufacturer narrative:
Product ID 3889-28, lot# v852754, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was having problems with her therapy and wanted assistance making therapy adjustments using the patient programmer. The patient had a loss of therapeutic effect and was urinating ¿a lot.¿ the patient tried increasing stimulation from 3.8 to 4.1, but she felt it up in her hip versus closer to her anus. The patient also stated that when she sat down she would become aware of the stimulation sensation and it was bothering her. This happened ¿about four to five weeks ago.¿ at the time of the report, the patient was on program 3 at 3.9 and felt no stimulation sensation at all. The patient increased to 4.0, but did not feel much, so increased again to 4.1. The patient initially stated that she felt stimulation ¿a little bit¿ between her legs, but later said that she felt it in the bottom of her buttock cheek and it was uncomfortable. The patient appeared to have a difficult time finding a comfortable level of stimulation on program 3 as she either felt a little to no stimulation or an uncomfortable sensation. Thus the patient switched to program 1; stimulation was too high at 5.6, so she decreased to 5.2. The patient felt stimulation comfortably and closer to her anal area. The patient intended to monitor therapeutic effect at this new setting. The patient noted that she had tried to get in contact with her healthcare provider (hcp), but was unsuccessful. About two weeks later it was reported that the patient could not get her therapy to work. The patient stated that she was still not getting enough relief. The patient stated that it worked good when she went to see her doctor and lasted for three months, but it had been almost six months and it stopped working ¿about a month or so ago.¿ the patient stated that she had it giver her electrical shocks ¿a little too hard¿ in the middle of her cheeks, but later clarified it was painful. The patient noted that she had moved it up to 5.9 and it faded away to nothing; she did not feel stimulation. The patient stated that she was still going to the bathroom a lot and if she did not go to the bathroom once an hour ¿it flooded¿before 10:00 it went three times.¿ the patient was assisted in changing to program 2 at 3.9 volts. The patient tried different positions and noted that stimulation was good. The patient had an appointment scheduled with her hcp for (B)(6). Additional information was requested, but was not available as of the date of this report.